Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen [500 mcg/ml] at a dose of 215.95 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). The pump status and/or event log report motor stall occurred with multiple motor stalls and recoveries. It was confirmed there were no electromagnetic interference (emi)/magnetic sources present. It was noted that the patient thought they had the flu a couple of weeks ago and had a fever. The date of the event was (B)(6) 2017. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on (B)(6) 2017 and (B)(6) 2017. It was reported that the patient was getting a refill when the motor stall was discovered. The motor stall occurred on (B)(6) 2017 at midnight, recovered on (B)(6) 2017 at 3:45 p.m. And then another motor stall occurred on (B)(6) 2017. The cause of the motor stall had not been determined. The patient weight was unknown. Replacement was planned but had not been scheduled at the time of the report. It was indicated that the account was aware. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(4) 2017. It was reported that the patient's pump was being returned for analysis that day. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The logs from when the pump was examined on 2017-dec-01 show a motor stall on (B)(6) 2017 at 20:20, followed by a tube set message 48 hours later, with a recovery on (B)(6) 2017 at 00:23; a motor stall on (B)(6) 2017 at 16:07, followed by a tube set message 48 hours later, with a recovery on (B)(6) 2017 at 09:26; and a motor stall on (B)(6) 2017, followed by a tube set message 48 hours later with no recovery. The pump was replaced on 2017-dec-21. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that no patient injury occurred, and the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Analysis of the implantable infusion pump ((B)(4)) found an anomaly of corrosion and/or wear and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.